Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), after 2 weeks, patient experienced failure of implant to integrate. The bone grafting was placed.